Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results when testing one patient with two coaguchek xs plus meters, serial numbers (B)(4). The customer stated that they were getting unknown errors after inserting test strips into meter serial number (B)(4). After inserting a few test strips to test a sample from the patient, the customer obtained a result of 4.4 inr. The customer decided to repeat the test on meter serial number (B)(4) and the result was 3.2 inr. Both tests were performed within minutes of each other using samples from the same finger of the patient. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The patient is currently fine. The patient's therapeutic range is 2 - 3 inr. The patient has hemolytic anemia and his hematocrit was 37.4 % in (B)(4) 2018. The customer did not know if the patient was taking heparin. The patient did not take direct thrombin inhibitors. The patient is taking antibiotics for pneumonia. The patient did not have antiphospholipid antibodies. The patient did not have any bleeding or bruising. There have been no changes in the patient's diet or medication. The patient did not have any special diet. There have been no changes in the patient's normal vitamins and supplements. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 266834) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The returned meters and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 47%, donor 2 hct: 38%. Testing results 1: donor 1: retention meter with master lot strips: 2.4 inr, customer meter with customer strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.8 inr, customer meter with customer strips: 2.8 inr. Testing results 2: donor 1: retention meter with master lot strips: 2.4 inr, customer meter with customer strips: 2.4 inr. Donor 2: retention meter with master lot strips: 2.8 inr, customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not found in the meter¿s memory.